Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act and up button of the insulin pump were sticky, chipping at the insulin reservoir. The customer¿s blood glucose level was unknown. Customer stated reservoir p cap was damaged. The reservoir was lock in place. Customer declined all troubleshooting. The insulin pump will not be returned for analysis.